Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol broke due to the injector stamp. Additional information was provided indicating that the lens did not come into contact with the patient and there was no patient impact.

Manufacturer narrative:
Additional information was provided. The customer indicated the use of a qualified iol. The iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for use with this lens/cartridge. Combination. The root cause may be related to a failure to follow the directions for use. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was not returned for analysis. The iol was returned. Viscoelastic was dried on both surfaces of the optic and haptics. The optic is bent/ deformed due the placement in the lens case. No other damage observed to the iol. The complaint may have been referring to cartridge damage. There is no way to verify. The manufacturer internal reference number is: (B)(4).